Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient needed assistance with decreasing the amplitude. The patient their ins was "sticking out of their back," and it was disrupting their daily activities. The patient stated they were scheduled to have it removed soon. The patient then specified the stimulation itself had been too strong for the past month. The patient stated when they would go to bed at night or sit for a long time watching tv, they would notice it being uncomfortably strong. The patient was guided through successfully connecting to their ins and decreasing therapy to a comfortable level.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.